Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Dealer states, the scooter will stop suddenly and the only way the end user can restart is to use the horn button. Dealer also states, the end user was having issues turning the key. Dealer called back and asked for a quote for the tiller assembly. Dealer is going to verify the serial number before ordering any parts.